Event description:
It was reported within the last few months, the patient was in a hardware store and then his stimulation sensation changed. The patient went to the emergency room complaining that he could not turn the stimulation off. The decision was ultimately made to explant the device, so the device was explanted. No further details were reported.

Manufacturer narrative:
(B)(4).